Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the distal tip was examined under microscopic magnification and a complete break in the inner and outer catheter was noted starting 0.2cm from the distal tip. Punctures were noted along the outer catheter at 0.4cm and 0.5cm from the distal tip. No other anomalies were noted along the length of the catheter, or to the distal tip. Performance/functional evaluation: guidewire patency testing could not be performed due to the catheter break at the distal tip. The outer catheter was cut near the distal tip and the inner lumen was examined under microscopic magnification. It was observed that the guidewire lumen was possibly twisted around the core wire. However, due to the break in the outer catheter, the twisting cannot be confirmed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation was inconclusive for the reported issue, as the functional testing could not be completed due to a confirmed break in the outer catheter and inner lumen. The investigation was also confirmed for punctures along the outer catheter. The definitive root cause could not be determined based upon the available information. It was unknown if the guidewire, and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. - for the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: - load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. - warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. - slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. (B)(4)the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after successfully completing the out of body test process, the guidewire was allegedly unable to load through the recanalization catheter; rendering the device unusable. Reportedly, another recanalization catheter was used to perform the procedure. There was no patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after successfully completing the out of body test process, the guidewire was allegedly unable to load through the recanalization catheter; rendering the device unusable. Reportedly, another recanalization catheter was used to perform the procedure. There was no patient contact.